Event description:
Note: the event date is unknown. It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure (patient age, gender, and weight unknown). According to the complainant, during the procedure, the endostat unit would intermittently display a system fault and then stop working. The complainant added that they fixed the problem by cycling the power settings on the unit. The physician was able to complete the procedure using this endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, device displays error message. (B)(4). An electrical evaluation of the returned endostat unit found that the grounding pad connector receptacle on the front of the unit was loose; when the cables were manipulated, it would trigger a system fault alarm. Further analysis revealed that the connector was not properly seated within the console due to some debris in the bezel. Once the debris was removed, the connector would sit properly and the unit passed all final testing evaluations. The condition of the returned incident device was consistent with the complaint of intermittent failure; the complaint was confirmed. The most probable root cause of the issue was general wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted.